Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that for the last month to month and a half they had been having more and more trouble getting the ptm (personal therapy manager) to work. The patient stated that it took them over 49 minutes to connect to the pump to bolus. The patient mentioned they have a 3 hour lockout between boluses and often they would not see the pop-up message stating the bolus was successfully started. The patient stated that they would have to clear the cache, relaunch the app, and sometimes restart the phone to finally display the lockout on the ptm. The patient also stated, they have noticed ¿is bolus delivery not displaying has been going on for months.¿ the patient mentioned they had to lay down and use a pillow to elevate their waist to help with connecting. While on the call, the patient was able to successfully connect to their pump but stated that it usually connected fine when first syncing with the pump, and that the issue was when requesting a bolus. A replacement handset was requested from the repair department due to the chronic issue with the handset freezing up when trying to deliver a bolus.